Event description:
It was reported that the customer was in the hospital for high blood glucose. Customer stated that the insulin pump was disconnected from her body. Customer stated that the screen was frozen. Customer stated that none of the buttons were working. Customer's blood glucose at that time was 402 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/liquid crystal display keypad connector during visual inspection. Pump received with cracked reservoir tube lip.